Manufacturer narrative:
The pod arrived not deployed, with the slide insert not visible through the tip housing window and the needle cap still attached. The linkage assembly was partially extended, indicating that the needle fired into the needle cap. After removal of the needle cap, the needle mechanism fully deployed. No timeouts or drive stalls were observed. The pod was deactivated immediately after the completion of second prime. No damages were observed on the needle mechanism, which was reset and redeployed successfully. The cause of the reported needle mechanism complaint could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle deployed prior to proper pod activation. The patient's blood glucose levels read high (>27.8 mmol/l, >500 mg/dl) at the time of reporting. No specific treatment information was provided.